Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pulse generator showed, that the right atrial (ra) had an increasing trend of capture threshold. The physician capped and replaced the ra lead on (B)(6) 2024. The patient was in a stable condition.